Manufacturer narrative:
The company rep verified the fault log. The company rep replaced the drive assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an autofill failure and a maintenance code #2 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.